Event description:
Customer reported after a software change, an infusion (name unk) restarted unexpectedly while using delay start feature because the delay start defaulted to "after", instead of "before and after" as it was programmed to do previously. The infusion started on its own without the nurses knowledge; the nurses were quick to notice it, and were able to stop the infusion shortly after it had started. There was no patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: july 02, 2014. (B)(4). No product return is expected. The delay feature is a programmable feature and no malfunction of the device is believed to have occurred. The root cause of the customer's experience was not identified.